Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - serial number not provided, therefore, unable to confirm manufacture date. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, confirmed the event was not caused by evis exera iii video system center. An olympus field service engineer (fse) confirmed the no image issue was due to a defective unspecified bf series scope. Device functioning as expected.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and service the device. The fse inspected both processors and video cords and did not identify any problems. The customer had isolated an unspecified bf series scope that had shown the reported "no image" problem. The fse tested the bf scope in both processors and was able to reproduce the issue. Further troubleshooting indicated the scope was defective. The customer later reported a 3rd-party servicer informed them the bf scope had a torn insertion tube and water invasion. The fse advised the customer on performing the leak-test process. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer initially reported the scope image was blacking out on two evis exera iii video system centers with 180 series scopes. Upon evaluation by an olympus field service engineer, the customer further reported they had isolated the scope that caused no image to an unspecified bf series scope. The first video system center is recorded in another medwatch report under patient identifier (B)(6). The second video system center is recorded in this medwatch report under patient identifier (B)(6). There was no patient harm or impact to patient care due to this event.